Manufacturer narrative:
Received one device. Visual inspection found no physical damage to the device. Performed functional test, the reported problem was not confirmed. However, the occlusion detection pressure was found to be out of the product specifications. The root cause of the event (deviation of the occlusion detection pressure from the product specifications ) is an anomaly in the component (the downstream occlusion sensor). Replaced sensor and the device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the low battery alarm was not sounding. The event occurred during priming at the patient's home. There was no patient involvement.